Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with missing retainer ring. Unable to perform test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked, label damage (stained), detached retainer, missing o-ring (reservoir tube) and broken reservoir tube lip. Cosmetic damage was confirmed at battery side. Retainer ring damage confirmed. Reservoir unable to lock into place confirmed due to pump not passing p-cap lock test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. Troubleshooting was not performed. The product will be returned for analysis.